Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same pt involving two separate products; associated MDR's # 1225714-2014-01721, 1225714-2014-01722, 1225714-2014-01723, 1225714-2014-01724.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2007 and subsequently expired on (B)(6) 2007 after the use of the product.